Event description:
Complainant alleged that the nurse was preparing a pt (age and gender unknown) for a cardioversion, and during the application of the electrodes on the pt, both the nurse and the pt reported that they felt an unintended delivery of energy. The device was then turned off/on and the pt again reported feeling an unintended delivery of energy. The clinician then obtain another device and continued with the pt procedure. The complainant indicated that there was no adverse effect to the pt or to the nurse as a result of the reported malfunction. Neither the nurse or the pt required any medical treatment or had any lingering after effects as a result of receiving the reported unintended delivery of energy. In addition, the nurse did not require any time off from work as a result of the event. The complainant reported that the facility's biomedical engineering department was unable to duplicate the reported problem.